Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with sensor glucose peaking at 316 mg/dl and remaining above 180 mg/dl for approximately 90 minutes after a usual meal; the user reported no visible site leakage and replaced the contact detach infusion set with successful resumption of insulin delivery, and glucose trended down thereafter. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.